Event description:
In 2008, the patient called for assistance with changing her infusion set. She stated that her blood glucose was elevated to 341 mg/dl before dinner. Her most recent blood glucose reading prior to the report was 266 mg/dl. Her target bed time glucose level is 140 mg/dl. She had programmed a temporary basal rate increase of 200% to lower her blood glucose. She stated that her infusion site had been in use since three days prior to event day. She was advised to change the infusion site every 3 days. She stated that she had a sinus infection and she was taking an antibiotic but she discontinued use of the medication. She stated that when she removed the infusion site she noticed that the area was wet and she believed there was leakage at the infusion site. She was assisted with changing her infusion site and tubing. Her blood glucose had lowered to 200 mg/dl and she bolused 2.5 units of insulin and cancelled the temporary basal rate increase. Upon follow up 3 days prior to event day, the patient stated that her blood glucose decreased eight days later. She stated that she received a low battery alert and she changed the battery. She stated that "strange things start happening" when the battery is low and "I don't think the insulin delivers consistently". The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.